Manufacturer narrative:
The affected savina was manufactured in november 2003 and has been analyzed by dräger service. During testing the reported problem could not be reproduced. The log files were provided for further investigation at the manufacturer. A log entry on (B)(6) 2017 at 12:59 shows that the internal supply voltage was out of specification. In case of this failure the savina tries to perform a restart lasting at most 12 seconds. During the restart the device generates audible alarms and visual messages to inform the user about the status and the emergency-breathing valve opens allowing for spontaneous breathing; however, manual ventilation with an alternate device may be considered necessary. As the failure occurred once while the device was plugged into ac power and was not reproducible, it is likely that an electrostatic discharge exceeding the specification occurred when the user touched the device. The device reacted as specified to this deviation by initiating a restart to restore proper functionality.

Event description:
The customer reported that while the ventilator was connected to a patient, the error message internal battery failure was posted and the ventilator shut off. The unit was plugged into ac power at the time. No patient injury was reported.